Event description:
The customer reported unexplained noises from the insulin pump during bolus delivery. The customer also reported a keypad anomaly on the device - the numbers ramped up on their own, without the customer pressing buttons. There was no significant event reported leading up to the issues. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's blood glucose value was 284 mg/dl. No further information was provided.

Manufacturer narrative:
All buttons functioning properly. However, moisture damage noted on keypad traces during visual inspection. No ramping numbers or scroll bar moving on its own noted during testing. Unit received with cracked case on display window corners, display window, reservoir tube lip, and cracked belt clip slot. No unexpected noisy motor noted during testing. Motor was tested outside the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)